Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita xl shut down while in use and could not be turned on anymore. No patient consequences reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The information received by the customer indicated a failure of the power supply. Therefore the suspected ac-dc power supply unit was requested in addition to the log file for investigation. Hardware tests of the returned ac-dc power supply did not show a deviation and passed successfully. The available log file only covers the timeframe between september 28th, 2018 and october 10th, 2018. Thus, the reported date of event ((B)(6) 2018) is not covered by data logging. However, the available log entries show several warm starts which are related to the internal batteries. These internal batteries could not be provided for hardware analysis. Therefore it could not be identified if the batteries have not been sufficiently charged or if they had malfunctioned. It could only be derived that the internal batteries were over three years in use despite a replacement interval of two years. Inappropriate ambient conditions such as a hot temperature are also likely to have a negative effect on the battery capacity. In case the power supply by the internal batteries fails during use, the device alarms, ventilation will be stopped and the device will open the airway system in order to allow the patient to breath spontaneously. Ventilation with an alternate device may become necessary.